Event description:
The port was placed 7/30/96. The pt developed an infection and port was removed on 8/8/96. After removal, a culture was done of the tip of the catheter. It was reorted that the same organism was on the catheter tip as had infected the pt.